Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Unit failed the prime/seating test due to unexpected insulin flow block alarm during testing. Unable to perform the displacement test, rewind test, basic occlusion test, force sensor test and occlusion test due to failed prime/seating test. Pump did not pass the self-test. During the self-test, pump error 75 occurred at 01/10/2023 07:53:29.000. Unit was successfully downloaded using thus for history files and traces. Confirmed insulin flow blocked alarm on 01/10/2023 07:37:32.000 in the history files. Pump was cut to perform visual inspection and found evidence moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. The p-cap/reservoir does lock properly. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage (serial number label stained, faded and peeling) and end cap address label missing. Exposure to moisture was confirmed on the electronic assemblies and motor assembly. Insulin flow blocked alarm was confirmed during testing. No delivery alarm/ occlusion during prime and pump error 75 was confirmed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. Customer reported fluid in battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.